Event description:
It was reported that when performing an operational check of the epg (external pulse generator), there was no or low output on the ventricular and atrial channels. The epg was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was defective. It was also noted that the upper case was broken/contaminated, the lower case was broken/contaminated, the battery release was contaminated, two side bail covers were broken, the ring cover was contaminated, the lead flex cover was damaged, the battery contacts were compressed, the ring was bent, and the battery drawer was damaged. Further analysis was performed on the heart lead flex, this analysis found that the out of specification output was caused by a diode component failure.